Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, an unspecified number of tubes did not provide proper suction resulting in a minimal volume collected. No adverse impact was reported regarding the patient or user.